Manufacturer narrative:
D6a, d6b. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported, that the involved tr band kept losing air while in use. The tr band held pressure enough for hemostasis to be achieved. The estimated blood loss less than 250cc. Patient condition was stable. The procedure outcome was successful and complete. The patient was not injured, medical or surgical intervention was not required. Additional information was received on (B)(6) 2023: this was lrg tr-band. Procedure for patient was selective coronary arteriogram. Unknown how many ml's of air were injected into the tr band, when it was applied. No other devices used. Within 2 minutes of initial inflation the band began losing air.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct section d9 device return date, update section h3, and to provide the completed investigation results. One tr band 2 was returned for evaluation. The returned sample included the band assembly and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 4.5 ml of air left in the band. The sample was subject to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the corner of the balloon tab. The operations quality engineer was notified, and non-conformances (nc) was initiated for this issue. The nc will contain the root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).